Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer experienced elevated blood glucose (bg) levels; no exact bg levels were provided. Infusion set changes would be performed and insulin deliveries would be resumed or manual injections would be administered to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.